Event description:
Nurses are most often involved; pharmacists are peripherally involved. The 1 mg/ml pca is mistaken for the 5 mg/ml pca syringe. The error is related to the labeling of the product. Also, since it is a concentration dependent programming, part of the problem is the personnel who handle the device do not change the concentration on the pca pump when dosages are changed. Pts become oversedated. In the last two or three years, at least ten errors have been reported relating to the labeling of the product. The syringe label should be able to be read easily while in the device. Visual checking would ward off and catch errors. Currently, the syringe is labeled with brown ink on a clear background which is impossible to read.